Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/23/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metallosis, pain, leg length discrepancy with shoe lift prescribed for right shoe, and possible opiod dependency. The revision surgical report noted excessive scar tissue. Medical records reported the acetabular component as porous and cemented with no focal bone ingrowth and eccentric polyethylene wear and the femoral head with diffuse superficial scratches of uncertain significance. There was no mention of metallosis. The stem is reported on (B)(4). Acetabular cup added to complaint. Part/lot updated the complaint was updated on: dec 9, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges constrained liner, loosening of cup, infection and loosening of stem. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip).